Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by patient's mother that the patient was taken to the hospital for hyperglycemia and the presence of ketones. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 1 and 4 hours the pod was removed and patient was treated with manual insulin injections and intravenous fluids. The patient was released the same day.